Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarm occurred. However unit had loud motor noise due to faulty motor. Unit had cracked battery tube threads, cracked reservoir tube and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.